Event description:
It was reported that post xact stent deployment in the right internal carotid artery, the patient experienced hypotension, left sided facial droop, left sided hemiparesis and slurred speech, which was diagnosed as a stroke. Neosynephrine and intra-carotid tissue plasminogen activator (t-pa) were administered. Symptoms resolved prior to leaving the catheterization lab. On (B)(6) 2012, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke and hypotension are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.